Event description:
Tube from the exhalation valve was disconnected causing an inadequate/no amount of tidal volume to pt. The pt could not be revived in time and died. Alarm functioned properly in alerting personnel to the malfunction. No cause for the disconnection has been found so far.